Event description:
It was reported that lead noise was noted on the device and on both leads. As such, the device and lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
This supplemental report is to correct the previously reported information on the initial reporter. The correct initial reporter was doctor (B)(6).